Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) froze then went to a blue screen. No patient harm or injury was reported. Investigation summary: while on the call with nihon kohden technical support (nk ts) during troubleshooting actions, the screen turned blue. Nk ts asked if there was a biomedical engineer (bme) onsite to assist further. The customer stated she would call the bme. Nk ts was helping the customer to determine what side of the tower to shut down when the customer stated she found the issue and was going to fix it herself. When nk ts asked what the issue was, customer again stated she would fix it and hung up. No further information was provided. With the information available, a root cause cannot be determined. The most likely cause of blue screens for cns devices is overheating of the unit due to lack of maintenance. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The customer reported that the screen on the central nurse's station (cns) froze then went to a blue screen. No harm or injury was reported.

Event description:
The customer reported that the screen on the central nurse's station (cns) froze then went to a blue screen. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) froze then went to a blue screen. No patient harm or injury was reported. Investigation summary: while on the call with nihon kohden technical support (nk ts) during troubleshooting actions, the screen turned blue. Nk ts asked if there was a biomedical engineer (bme) onsite to assist further. The customer stated she would call the bme. Nk ts was helping the customer to determine what side of the tower to shut down when the customer stated she found the issue and was going to fix it herself. When nk ts asked what the issue was, customer again stated she would fix it and hung up. No further information was provided. With the information available, a root cause cannot be determined. The most likely cause of blue screens for cns devices is overheating of the unit due to lack of maintenance. A review of the serial number history shows no recurrence of the reported issue. Additional investigation information: preventative maintenance should be performed regularly. Dust and dirt accumulation inside the cns device can prevent the unit's ability to cool the circuit boards within the device. Prolonged restriction of air flow can damage the processing ability of the device. Over capacity of the hdds can prevent the device's ability to store and access data created when monitoring a patient. A common result of hdd failure due to over capacity is for the cns screen to turn blue. Hdds are recommended to be replaced after 20,000 operating hours.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen froze and turned blue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that the central nurse's station (cns) screen froze and turned blue. No harm or injury was reported.